Event description:
It was reported that balloon rupture has occurred. A 2.25mm x 15mm emerge balloon catheter was selected to dilate the lesion. Upon second inflation, the balloon ruptured at 8 atmospheres. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a bsc ID supplemental medwatch will be filed. (B)(4).